Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: event date: unknown. Additional device product codes are mni, mnh, kwp and kwq. The initial date of implant was reported as an unknown date in 2012. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that revision surgery was performed on (B)(6) 2016, due to patient pain and pseudarthrosis. The patient was initially implanted with a poly-axial 3d-head for pedicle screw, locking cap and 3.2mm pedicle screw on an unknown date in 2012 to treat spondylodesis. The patient experienced several months of pain but the onset date of the pain symptom is unknown. In surgeon¿s opinion a mono-axial device should have been implanted instead of the poly-axial device. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
Product investigation evaluation: the received part shows normal signs of wear and tear. No failure detected in this part. No indication for material, manufacturing, or design related issues were found. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.